Event description:
The rptr did meter to lab comparison tests, 1 hour apart. Rptr's lab test result was 144 mg/dl, and an hour later rptr's meter read 108 mg/dl. Rptr did not have any symptoms. A control test was in range. On followup, rptr described technique of applying blood to the strip, and it was accurate. Rptr verifies the blue confirmation dot, and cleans meter on a regular basis. Rptr also uses control solution. No harm was alleged.